Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation was notified that after aquabeam handpiece insertion, the customer heard a cracking sound and received an unspecified error code. The handpiece was removed and observed to be slightly bent. A new handpiece was attached and inserted, but there was resistance when scrolling the scope tip, and the cystoscope image no longer worked. As a result of this event, the surgeon elected to proceed with a transurethral resection of the prostate (turp) instead. There were no adverse health consequences to the patient as a result of this event.

Manufacturer narrative:
The hydros handpiece was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the product without success. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for hy1000/serial number (B)(6) and hydros handpiece/lot number 25c02416 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system's treatment log files were reviewed and multiple e917 error codes were encountered during the procedure. The reported event was confirmed. Um0401-00-01 rev c hydros robotic system user manual was reviewed: 17.2: e917 reconnect component. 1. Release foot pedal. 2. Check status panel for source of issues. 3. Reconnect or replace component as needed until status becomes green. 4. Click ok to clear alert; may require realignment and replanning if issue persists, call procept biorobotics. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.